Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The patient's doctor recommended the patient remove the lifevest while the skin irritation heals. Patient was then prescribed an antifungal cream. There is no alleged deficiency. Follow up was completed and the skin irritation is resolving. There is no indication the patient sustained a serious injury.